Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2020.

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, creases were observed on the anterior and posterior views. Leak testing was performed, according to mentor procedure, and it revealed in anterior view a tear. Microscopic examination was performed and the cause of the deflation could not be identified. As part of our quality process, the manufacturing records of this 5643864 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. In addition, mentor became aware the patient had rescheduled their date of explant to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 20th, 2020, additional information indicated that the patient underwent bilateral removal and replacements with another mentor saline devices as follow: right replaced with cat#:3501680, sn#:(B)(6), and left replaced with cat#: 3501680, sn#: (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/28/20, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).